Event description:
It was reported that a patient underwent a cesearen section on (B)(6) 2012 and suture was used. The needle broke during the procedure. Xrays were performed but the surgeon was unable to locate the needle and the needle fragment remains in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Several extreme marks of instrument were found at the needle point area which indicates that the needle was handled there. The appearance of the breakage and the bent up needle indicate that the material was overstressed during use.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.